Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on atrial lead. The noise was reproducible with isometrics. Increased capture threshold was also noted. The lead will be revised. No further information is available.